Event description:
It was reported that about a month ago, the patient instead of being able to wait two hours before having to void, had to go every 45 minutes. There was no known accident or incident related to this event. The patient saw her pa (physician¿s assistant) last week, but the pa could not figure out what the issues was right now, but the device needed to be reprogramed. The patient felt stimulation and had adjusted herself. Additional information received reported that the cause of the event was unknown. The impedance measurements for all bipolar combinations were abnormal. It was stated that the healthcare provider (hcp) programmed around the lead abnormalities and that therapy now had unipolar settings. The patient had a slight improvement of symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va00a60, implanted: (B)(6) 2012, product type: lead. (B)(4).